Manufacturer narrative:
Concomitant therapies: botox®. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 56 units of botox (12 units forehead, 20 units glabellar, 12 units each side lateral canthus), 3 syringes of juvéderm® voluma¿ xc to the lateral cheeks and "piriform," 1 syringe of juvéderm® vollure¿ xc to lower face and 1 syringe of juvéderm® volbella¿ xc to lips and perioral lines. Ten days later, patient experienced floaters in left eye, light flashes at night and intermittent like cobwebs in vision. A visual exam was performed on the patient and "there are no signs of any occlusions and everything looks normal." This is the same event and the same patient reported under MDR ID #3005113652-2022-00147 (allergan pr (B)(4)) and MDR ID #3005113652-2022-00146 (allergan pr (B)(4)). This MDR is being submitted for juvéderm® voluma¿ xc.